Event description:
The customer reported a no power condition. The customer reported this is a training unit, no patient involvement. The manufacturers product support advised the customer replace the power supply. The customer reported replacing the power supply.

Manufacturer narrative:
MFR service was not requested.